Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 54 mg/dl at the time of the incident. The customer used food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The caller believes the pump is over delivering. Troubleshooting was not completed as the customer declined. The customer had a low event with hospitalization on (B)(6) 2019 and lows on (B)(6) 2019. The insulin pump will be and reservoir will not returned for analysis.